Event description:
Overdelivery reported: the nurse attempted to program a loading dose (50.o mg demerol). After programming and attempting to initiate delivery, the pump "beeped" and would not allow delivery. The nurse "cancelled" the loading dose and went back to the main programming menu. Later, nurse was successful in programming and initiating the 50.0mg loading dose had been delivered and found an empty syringe/vial and the display indicated 100.8mg infused. The physician was notified, but no medical interventions or orders were rendered. There was no report of any adverse pt event, the pt's vital signs remained within normal limits. Though requested, there was no additional info available.